Manufacturer narrative:
The used guidewire has been returned. As this is a purchased device for angiodynamics, it will be forwarded for evaluation, along with a scar (supplier corrective action request) to the supplier, neometrics. Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)). The initial MDR for this complaint record was originally submitted on 02/17/2016 via usps. Due to e-submitting requirements, it was not accepted. Per request, this initial MDR report is being submitted via the esubmitter program. The original MDR has been attached for reference.

Event description:
As reported: "nurse was placing a bedside PICC. After gaining access with the green needle, the nitinol wire wouldn't thread. She pulled the wire & the needle. She tried to gain access in the same arm in a different location of the brachial vein. She gained access with a different needle (the safety needle) and reinserted the wire. The wire had resistance again and she couldn't advance. She ended up pulling the wire and it started to unravel. By the time she pulled the wire out, the tip was completely unraveled and part of the wire broke off into the patient. She was able to retrieve the broken part of the wire, but when they took an image, they found out that a part of the wire was lodged in the patient's arm. Due to the fact that the wire wasn't lodged in the vessel, they decided not to attempt to remove it. The account had to scrap this kit and open another kit to place a PICC in the other arm."